Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defibrillation energy output down button was not functioning. The complainant indicated that there was no pt involvement in the reported failure.